Manufacturer narrative:
The reported event of false alarms-infusion complete file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Although a data set is attached, the customer only sent in event logs for 4 events, not all of them. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reports false alarms with the syringe modules when used with the critical care profile for continuous infusions. They are unsure, but staff feels this may be related to use of the pressure sensing disc. The alarms include infusions complete when there is still a significant amount left in the syringe and syringe empty alarms right after a new syringe has been installed. For this specific case the user checked the pump set-up at change of shift. The pump read infusion complete but then the same lasix infusion was restarted by the user. There is no report of patient harm.